Event description:
The customer reported that a physician was questioning results for an unknown number of patient samples tested for ion selective electrode (ise) sodium. The customer provided data for twenty four patient samples and of these twenty four, three were found to have erroneous results. Initial results from these three samples were reported outside of the laboratory and questioned by the physician. The samples were sent to a sister laboratory for repeat testing on a cobas 8000 analyzer. The customer believed both the initial and repeat results to be correct. The customer did not issue any corrected reports. Sample one initially resulted as 130 mmol/l and repeated as 137 mmol/l on the cobas 8000 analyzer. Sample two initially resulted as 133 mmol/l and repeated as 139 mmol/l on the cobas 8000 analyzer. Sample three initially resulted as 135 mmol/l and repeated as 143 mmol/l on the cobas 8000 analyzer. The customer could not provide information on whether the patients were adversely affected by the event. No adverse events were alleged. The customer did not provide the lot number or expiration date for the ise sodium electrode. It was noted that the customer performed a calibration and ran quality controls later in the day on (B)(6) 2012. After doing this, the customer repeated five additional patient samples. The results from these 5 samples were not considered to be erroneous. It was determined that the calibration performed was a 2 point calibration rather than a full calibration. The customer was instructed to perform a full calibration, then repeat quality controls and patient samples. The customer recalibrated and the calibration was acceptable. Quality control after this calibration was very good. The customer did not repeat any additional patient samples as instructed. The field service representative determined that there was a salt bridge on the ise waste manifold. The customer cleaned the salt bridge. The customer calibrated ises and ran acceptable quality controls and patients.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. A salt bridge, which was found by the field service representative, would affect all three ion selective electrode tests (sodium, potassium, and chloride) in the same way. If only sodium is affected, other root causes are possible.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.